Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method (a femoral angiogram was not taken prior to the procedure). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. During the use of the starclose se device, the user reported that the thumb advancer could not be advanced to complete sheath splitting, resulting in the inability to deploy the clip. This observation may indicate sheath carving or garage block displacement, both of which would lead to the inability to deploy the clip. The causes of these failures could be influenced by, but are not limited to manufacturing, user technique and/or anatomical conditions. Sheath carving is the result of a failure to maintain the alignment of the clip delivery components, the flex guide, vessel locator and clip delivery tubeset, while the thumb advancer is distally deployed. This results in the distal end of the clip delivery tube cutting into the flex-guides outer nylon material, creating a condition where high force is required to further deploy the thumb advancer and/or prevent thumb advancement. Garage tube/block displacement is a condition where the garage tube/block assembly displaces proximally against the pusher tube/block assembly during the deployment of the thumb advancer; thereby, creating a condition where high force is required to further distally deploy the thumb advancer and/or prevent the completion of thumb advancement, resulting in observation of incomplete sheath splitting. A tight tissue tract can influence maintaining the optimal device angle and can cause radial force constriction on the sheath and delivery tubeset causing the user to apply greater force during thumb advancement. The higher force used to advance the thumb advancer could potentially displace the garage block that could prevent thumb advancement and sheath split completion. In addition to visual inspections during manufacturing, a sample of the lot is destructively tested as part of lot release acceptance to assure lot manufacturing quality, which includes functional testing. The reported difficult removal indicated that once the safety release was utilized to retract the vessel locator wings (vlw) the device was removed from the anatomy with no issue. The device will exhibit difficulty to remove due to the vlw still deployed during thumb advancement step. The customer reported that a femoral angiogram was not performed prior to use of the device. A femoral angiogram is required to determine the location of the arteriotomy puncture within the common femoral artery. The femoral angiogram would alert the physician to a too high or too low location, both of which have the potential to result in an adverse patient impact as indicated in the instructions for use. The device instructions for use (IFU) state under closure procedure: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there is no indication of a lot quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a starclose se device after an interventional procedure. The access site was described with no calcification. Reportedly, step 3 (advancement of the thumb advancer and sheath splitting) was not possible. The clip was not fired. The device was unable to be retrieved and the safety release button was depressed. It was not indicated how hemostasis was achieved. The patient did not experience any adverse effect. A femoral angiogram was not taken prior to the procedure. A 6fr sheath size was used with the starclose se device. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.